Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia surgery, the device fired once then the device jammed and the clips would not load properly. Another clip applier was used to resolve the issue in order to complete the case. There was no patient injury.